Manufacturer narrative:
The adverse events section of the operational guidelines lists skull fracture as a possible fetal injury. The vacuum source was not identified and the integrity of the vacuum source is not known. It is not known if the recommended vacuum levels were exceeded. It is not known if the cup was placed on the median flexion point as directed in the operational guideline. Based on the limited info on mw1036462, no conclusions can be drawn.